Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter; however, the plug adapter was melted. There was no damage noted on the outer plastic housing of the transmitter. The melted plug adapter was removed, and no damage was noted to the green contact strips. Damage was consistent with high current flow to the ac power adapter via the ac wall power outlet.

Event description:
This report is to advise of an event observed during analysis.